Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. Although requested, the customer declined troubleshooting with tandem technical support.